Event description:
During use of the device for a cardiopulmonary bypass procedure, the pump speed could not be adjusted using the local speed control knob. Pump speed could be controlled by use of the redundant speed control on the central control module. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
The complaint was associated with the failure of electronic components (t-filters) on the pump motor control board. Investigation of the t-filters by their manufacturer determined that the t-filters had been degraded due to exposure to a chlorine-containing solvent.